Event description:
A technician reported that a pt was diagnosed with bilateral trace dlk (diffuse lamellar keratitis) on te first day post-op. The pt was treated with steroid drops and the dlk has resolved. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).